Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power button was broken, which confirmed the original complaint issue. However, the complaint of the unit not alarming was not able to be confirmed, as there was no indication of a failure of the alarms to function.

Event description:
Updated information: dealer stated that the issue with this device is a broken power button and unit did not alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Updated information: dealer stated that the issue with this device is a broken power button and unit did not alarm.